Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left radius. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 6atm. The device was removed without problem using the normal method and the procedure was completed with another of the same device. There were no patient complications, and the patient was good post procedure.